Event description:
Patient states machine not working. States shows error or results which are too high. Checked patient's machine - working properly. Checked patient's test strips with clinic machine. Results out of range. Strips defective.